Event description:
The customer stated that she tested her blood glucose and rec'd a reading of 27 mg/dl. While troubleshooting, she performed control tests and rec'd results of 11 mg/dl and "lo". The normal control range was 94-129 mg/dl. The customer did not allege any adverse events as a result of the low readings. The test strips are to be returned for eval. Replacement test strips were sent to the customer.